Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient was coagulopathic and bleeding from drainage site at impella 5.5 implant. Multiple blood products were given. The patient remains on impella support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient condition because the patient was bleeding from multiple sites and the bleeding continued even after surgical repair at cp removal site. B5 updated with patient outcome and mso statement. D6b added.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.